Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a minicap with inadequate iodine. The patient stated they had found "quite a few" minicaps that did not have as much iodine as they used to. The patient stated that there was no red color on the sponge, but that the sponge looked like a range of orange to little to no color. There was no report patient injury or medical intervention associated with this event. No additional information is available.